Event description:
Patient was admitted with noticeable swelling on right side of head. Patient was taken to the or for a ventriculoperitoneal (vp) shunt revision. The surgeon inspected the shunt and felt that the valve looked to be fractured or punctured.